Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Health professional noted they will try therapy before device removal. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed. ¿ white particles were observed on the shell.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported baker grade iii. Device has been explanted and replaced.